Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Patient reported starting sensor session before pairing was complete. Dexcom representative advised patient to replace the sensor and the connection was not restored. Patient had recently upgraded their smart device software from version 6 to 9.1. No additional patient or event information is available.